Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the cardiac tamponade could not be determined, however may be related to procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation¿, the short-term outcomes of transcatheter aortic valve implantation with the edwards sapien 3 and the medtronic evolut-r were compared from a single high-volume tertiary center. Approx 124 patients were implanted with the sapien 3 valve. Approx 2 patient¿s had cardiac tamponade during the procedure. There was no additional information available. Reference: jeremy ben-shoshan, md, phd, et al. Comparison of the edwards sapien s3 versus medtronic evolut-r devices for transcatheter aortic valve implantation. Department of cardiology, tel-aviv sourasky medical center affiliated to the sackler faculty of medicine, tel-aviv university, tel-aviv, israel. (2015)